Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. These issues were identified during a field change order at a repair center. The device was evaluated by the international philips field service engineer (fse), who confirmed the reported problem. The customer canceled the device repair, and the unit was sent back. No other anomalies were reported.

Manufacturer narrative:
Date of report: 06may2021. No patient involvement.

Event description:
It was reported that a ventilator delivered airflow, but this did not display on the screen. Additionally, it was reported that the battery was unstable. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.